Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform the error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. During visual inspection shows that damage to lcd window is a scratch not a worn as reported by user.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 458 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 458 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer stated that there is no motor alarm in alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised at this time displacement test and manual prime were successful and motor error alarm did not recur. The customer was advised that we are sending cot pump.